Manufacturer narrative:
This MDR is part of the FDA voluntary malfunction summary reporting program. 15 devices were evaluated in the field, and the issue was confirmed. 14 devices had broken/damaged components, and 1 device had worn components. The devices were repaired, and returned. There was no remedial action taken. These devices are not labeled for single use.

Event description:
This report summarizes 15 malfunction events, where it was reported there was reduced brake force.  There was no patient involvement.